Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; black foreign matter was observed inside the side lumen. The root cause of the reported issue could not be determined; but the most probable cause was: particle from the warming equipment entered the side lumen of the triple lumen tube during fluid recirculation during use. Action(s) taken to mitigate the reported issue(s): a notification of this complaint to the production personnel was conducted by the quality engineer. A corrective action is not required due to the fact that the particle could not be generated during the manufacturing process.

Manufacturer narrative:
Other, other text: additional information provided in h3, h6, and h10. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; black foreign matter was observed inside the side lumen. The root cause of the reported issue could not be determined; but the most probable cause was: particle from the warming equipment entered the side lumen of the triple lumen tube during fluid recirculation during use. Action(s) taken to mitigate the reported issue(s): a notification of this complaint to the production personnel was conducted by the quality engineer. A corrective action is not required due to the fact that the particle could not be generated during the manufacturing process.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that immediately upon the use of the level 1 hotline disposable, the customer found a dust-like substance in it. No death or serious injury was reported in connection with this incident.